Event description:
It was initially reported that there was a delay in surgery. The lock handle would not lock properly. There was no pt injury. The customer had to change the base unit. The customer was trying to attach an older radiolucent system to the metal base unit. Add'l info was received on (B)(6) 2012 from the sales rep with the following: on (B)(6) 2012, the radiolucent skull clamp was on the pt during a laminectomy. It was reported that the radiolucent skull clamp had to be switched out to the metal clamp. The knob on the skull clamp would not thread properly, which was being used with a jackson table. There was no pt injury. There was a slight delay of about 10 minutes. Pt age and gender unk. The pt was anesthetized.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.